Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 ii assay on a cobas 8000 e 801 module. The sample initially resulted in a ft4 value of 0.40 mg/dl and this value was reported outside of the laboratory. The result was questioned by the doctor, so the sample was repeated. The repeat result was 1.4 mg/dl and this value was deemed correct. The ft4 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. The customer ran precision studies and ran controls; all results were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.